Manufacturer narrative:
A lumenis technical expert examined the subject device noting that debris build up was observed on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. This is determined to be the root cause of the event report.

Event description:
It was reported that a patient sustained a superficial burn to the cheek area following hair removal treatment with a lumenis lightsheer sc laser. It was further reported that no test patch was performed on the patient prior to treatment. The patient is reported to have healed. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.